Event description:
Patient and home health nurse reporting pump issue. Pt and home health nurse stated they are getting "empty lithium battery" error on curlin pump. Home health nurse turned off and on pump several times, changed the batteries but still not starting. Advised her we will send new pump and asked her to use gravity today but she denied it due her schedule issue. Pt and home health nurse both decided to infuse on another day with pump. Asked her if she drew ig med into the bag or not? Home health nurse said she just started IV hydration but did not draw the ig. Advised her I will reship pump and ns bag for next infusion. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Pt infused via gravity. If yes, was the patient able to successfully continue their infusion? Yes. Via gravity what is the outcome of the event? Ongoing? Resolved. Diagnosis for use: common variable immunodeficiency with pr.